Event description:
Pt initially underwent right total knee replacement 12/30/92 and subsequently underwent revision of the patellar button 8/24/93. The pt stated the right knee had been stiff and painful since the initial surgery. Preoperative radiographs of the right knee reveal irregularity of the posterior aspect of the patella and some narrowing of the lateral aspect of the patella femoral articulation with joint effusion. Intra-operatively, overgrowth of soft tissue was found within the joint and the patella was almost completely overgrown with soft tissue. Pt had significant effusion, which was aspirated, and there were loose pieces of polyethylene within the joint. The polyethyline tibial liner was loose. Delamination was occurring on the medial and lateral tibial plateaus. A modular femoral component and posterior stabilaized tibial plateau were placed.